Event description:
It was reported that during a coronary stenting drug eluting treatment procedure, a stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. After successfully implanting a taxus liberte paclitaxel-eluting coronary stent 2.25x24mm in the lad, the physician attempted to advance another taxus liberte paclitaxel-eluting coronary stent 2.50x24mm, but could not cross the lesion site. Upon withdrawal of the stent delivery system, it was noted the stent had come off the delivery balloon and remained in the lad. A maverick 2 balloon 1.5x15mm was advanced in an attempt to retrieve the stent, but it would not cross into the left main vessel and the pt became hypotensive. The next used a snare and successfully removed the stent. The procedure was not completed due to other reasons and no further pt complications were reported. The pt's status was reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.